Event description:
The manufacturer received information in relation to a dreamstation auto CPAP. There was no report of serious or permanent harm or injury. During evaluation of the device at a third-party service center, the device log was downloaded and 72 error codes were found. Smoke contamination was found. No other problems were detected. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device was evaluated by a 3rd party service center.